Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received emergency medical assistance due to a high blood glucose on (B)(6) 2020 with blood glucose of 27 mmol/l at the time of the incident. The customer reported symptoms such as vomiting. The customer was treated with intravenous insulin infusion and bloused. Troubleshooting was performed. The high pressure test was performed and the insulin pump did not alarm for an occlusion. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check on self test. No audio/vibrate/absence of alarm anomalies noted during testing. The no delivery alarm with audio alert functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, scratched keypad overlay and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.